Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing became green in color resulting in the insulin within the tubing to also become green in color. A supply change was performed to address the issue. Customer's blood glucose level was 464 mg/dl.